Manufacturer narrative:
Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was returned deployed and out from the delivery system. Visual inspection found the black marker in the stent saddle detached from the outer sheath. The inner sheath was kinked and detached. A media inspection was performed on the photos of the device provided, and it was observed that the stent was deployed but was not fully expanded (the black part between the flanges remained attached). No other problems were noted with the stent and the delivery system were noted. Product analysis confirmed the reported event of sheath material separation. However, the reported event of stent partially deployed could not be confirmed as the stent was returned deployed and out from the delivery system. The reported events and the observed device problems of the inner sheath being kinked and detached were most likely due to procedural factors encountered during the procedure. The characteristics of the lesion, the handling of the device, and the technique used by the physician (e.g., the force applied) could have contributed to the device's separation and kinking. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as potential adverse event associated with the used of this device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat necrotizing pancreatitis during an endoscopic ultrasound (eus) with axios stent placement performed on (B)(6) 2024. During the procedure, deployment steps on the handle were followed, and both the first and second flanges of the stent unfolded correctly. However, the black part in between the flanges did not come off and remained attached, and the stent was consequently unable to deploy completely. The stent was removed from the patient partially deployed on the delivery system, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a photo of the device was provided, and the device does not appear to have been used.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat necrotizing pancreatitis during an endoscopic ultrasound (eus) with axios stent placement performed on (B)(6) 2024. During the procedure, deployment steps on the handle were followed, and both the first and second flanges of the stent unfolded correctly. However, the black part in between the flanges did not come off and remained attached, and the stent was consequently unable to deploy completely. The stent was removed and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a photo of the device was provided, and the device does not appear to have been used.

Manufacturer narrative:
Block h6: imdrf device code a0413 captures the reportable event of sheath material separation.

Manufacturer narrative:
Blocks a3b (gender), b5, d4 (catalog number), and h6 (device code) have been corrected. Block h7 has been updated. Block e1: the initial reporter's healthcare facility name is (B)(6) hospital. Address: (B)(6). Phone number: +(B)(6). Block h6: imdrf device code a150101 captures the reportable event of axios stent failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found that the stent was returned with the black marker in the stent saddle and detached from the outer sheath, causing the stent to not fully expand. The inner sheath was kinked and detached. A media inspection was performed on the photos provided by the customer, and it was observed that the stent was deployed but was not fully expanded (the black part between the flanges remained attached) and the inner sheath was kinked and detached. No other problems were noted with the stent and the delivery system. Product analysis confirmed the reported events of sheath material separation and stent failure to expand. The observed kinked and detached inner sheath were most likely due to procedural factors such as lesion characteristics and the use of excessive force when attempting to deploy the stent. A labeling review confirmed that the device was used per the instructions for use (IFU) / product label. In october 2024, boston scientific initiated a non-conforming events prevention (ncep) investigation to further analyze complaints related to the separation of the outer sheath distal black tip. The investigation found that the sheath separation at the black section observed in the reported events was attributed to an insufficient bond between the white body of the outer sheath and the black tip. The insufficient bond was found to be due to a combination of manufacturing maintenance events resulting in a bent mandrel with missing bottom bushing which created uneven heating within the reflow oven. The investigation found that the complaints were associated with devices manufactured following a change of bottom bushings on december 6, 2023. A review of manufacturing maintenance routines, calibration activities, process changes, materials, personnel, and the environment related to the reflow process was conducted and concluded that there were no anomalies likely to contribute to outer sheath separation after january 28, 2024. In december 2024, boston scientific initiated a voluntary product removal associated with specific lots of the hot axios stent and electrocautery-enhanced delivery system (bsc ref. (B)(4)). The referenced device was in scope of this product removal. A corrective and preventive action (CAPA) investigation has been opened to further investigate these events and determine if additional corrective actions are warranted to further enhance/optimize product performance. This investigation is currently in process.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat necrotizing pancreatitis during an endoscopic ultrasound (eus) with axios stent placement performed on (B)(6) 2024. During the procedure, deployment steps on the handle were followed, and both the first and second flanges of the stent unfolded correctly. However, the black part in between the flanges did not come off and remained attached, and the stent was consequently unable to deploy completely. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a photo of the device was provided, the stent was fully released from the delivery system, and the black marker of the distal outer sheath was detached and fell between the saddle of the axios stent.